Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead was admitted due to dizziness. It was reported, the patient had fallen the day before being admitted. The hospital monitor revealed pauses in pacing greater than three seconds. Interrogation of the device revealed pacing threshold measurements had increased. Pacing impedance measurements greater than 2,000 ohms were also observed. Review of the logbook revealed numerous ventricular fibrillation (vf) episodes with oversensed noise. An invasive procedure was performed the next day. This lead was surgically abandoned and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.